Manufacturer narrative:
Device evaluated by manufacturer: report of cannula leakage was confirmed. As received, multiple areas of the wire reinforced section of the cannula body was observed to be flattened and kinked. A leak test was performed on the cannula and leakage was observed from the cannula body. No other visual damage, contamination, or other abnormalities were found to the device. Further assessment is being performed. When the assessment is complete, a supplemental will be submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The reported complaint condition of a leak was unable to be confirmed. Manufacturing records were unable to be reviewed as no lot number was provided. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Edwards received information that a leak was noticed by the overmold area during the use of a cannula. There were no reported patient complications.

Manufacturer narrative:
Additional manufacturer narrative: through investigation, it was learned that the device was in used for almost one day when the issues was noticed. Through further assessment, the instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings and precautions: "this device is intended for short-term use only (= 6 hours). There are no data to support the function and performance of the device beyond six hours of use. Wire-reinforced cannulae should be clamped in the non-reinforced section located at the connector end since clamping of the reinforced section may produce permanent cannula deformation, thereby impeding flow through the cannula and risking puncture or tearing of the cannula." The complaint trend was assessed and was found to be in control. A manufacturing defect was not identified. This product undergoes 100 percent leak test during manufacturing process prior to distribution. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. Based on the information received and the product evaluation findings, a definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems.